Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues were reported during the implant procedure. Clicking of the screwdriver was not obtained. It was reported that the set-screw was fixed to the tip of the screwdriver. However, this is the screwdriver packaged with the device.